Event description:
The customer called philips because the device reports an error when booting up. It was confirmed that the device had the issue of a xl+, inop system failure message displayed as system failure. There was no patient involvement.